Event description:
Md was inserting a 9 fr avanti cordis sheath via left femoral vein when the stopcock was turned off to the patient and blood was draining onto the sterile drape. The valve of the sheath was broke and had to be immediately changed to another 9 fr avanti sheath for prevention of blood loss.======================manufacturer response for cordis avanti 9 fr introducer sheath, cordis- avanti introducer sheath (per site reporter).======================(B)(4), cordis representor, will be in on (B)(4) 2015 to discuss it.what was the original intended procedure?atrial fibrillation or pulmonary vein isolation.device #1is this a laboratory device or laboratory test?no.